Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening on the posterior side assessed as fold flaw opening. Additional observations: yellow particles observed inside the device. Crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.